Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant tech/coordinator that the patient's cp-worker/friend heard a steady tone alarm and went to patient's location. The patient was found trying to change his system controller. The co-worker/friend left to call 911. The transplant coordinator was unsure of any other events until she spoke with emergency medical services and did not hear an alarm in the background. The patient had a red battery alarm in the local emergency room. The patient's significant other was present with fresh batteries and replaced alarming batteries. It was noted that the patient was injured as a result of loss of power. The true nature od the event has not been determined, but the vad coordinator suspects the batteries may not have been fully charged and it is not conclusive.